Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, missing end cap sticker, cracked reservoir window, cracked reservoir tube and cracked case near display window corners. The device was monitored and no unexpected battery out limit alarms noted. All operating currents test were within specification range. However, the insulin pump alarmed an error during the prime test due to moisture damage noted in the force sensor.

Event description:
Customer's husband called stating he was changing his wife's reservoir and the insulin pump starting shooting out insulin and then it alarmed. Insulin was squirting out during manual prime. The device also alarmed battery out limit. Customer's blood glucose was 97 mg/dl. She removed the battery but the alarm did not clear. The device was not dropped. The drive support cap appears normal. The batteries were out of the device longer than allowed by the device. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.